Manufacturer narrative:
Medical safety/clinical reviewed the event. An 81-year-old patient with an acute myocardial infarction was supported with an impella cp for mechanical circulatory support. A decision was made to escalate support to an impella 5.5; however, advancement of the device was unsuccessful due to inability to pass the anastomosis, and the impella 5.5 implantation was aborted. An angiogram was initially reported as showing no dissection; however, subsequent documentation confirmed the presence of a vascular dissection, which was successfully repaired. This event is considered a serious injury attributed to the impella 5.5. The patient was returned to impella cp support. Thereafter, the patient developed third-degree heart block requiring pacing. Hemolysis was initially noted but later resolved, with urine reported as clear for several days. Ongoing suction alarms and ¿impella in ventricle¿ alarms were reported despite volume resuscitation and repositioning attempts. Echocardiography demonstrated the pump positioned across the aortic valve and free from cardiac structures. A loss-of-flow event occurred, resulting in hemodynamic decompensation and the need for intubation. Following intubation, device alarms resolved and flows improved, allowing for transient stabilization. Per the treating physician, the cause of the continuous suction, loss of flow, and erroneous placement alarms was unclear. Later this same day, the family elected to withdraw life-sustaining care, and the patient expired. The patient¿s underlying condition and disease severity contributed most to the demise outcome. The event story involved two product complaints. Impella 5.5 is a serious injury, and the impella cp is a death type of reportable event. H6: investigation type/finding/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
B1: added product malfunction. H6: added code a150204 and removed a24. A24 was coded in the initial report in error.

Manufacturer narrative:
A4 is unknown. The pump was returned and no issues were found with the returned product. The cause of the vascular dissection was not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy and resistance met axillary artery preventing successful delivery of impella. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient experienced an arterial dissection during implantation of an impella 5.5. The pump was explanted and reimplanted after the dissection was surgically repaired. The patient had ongoing suction alarms and impella in ventricle alarms. Volume was given and the pump was repositioned. The patient was intubated to resolve the alarms. The patient was in critical condition.